Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the helix of the low-voltage pacing lead would not come out. The lead was replaced. No patient complications have been reported as a result of this event.